Event description:
It was reported that during knee arthroplasty, the insert could not be impacted into tibial tray after several atempts. Finaly a same model back-up device was used to complete the surgery withouth issues, but causing significant surgical dealy.

Manufacturer narrative:
[(B)(4)].